Manufacturer narrative:
Additional manufacturer narrative: surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. The explanted device was not returned to edwards for analysis. In this case, there is insufficient information to conclusively determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
It was reported that the annuloplasty ring was explanted after an implant duration of approximately 9 years due to mitral regurgitation and stenosis with calcification. It was identified, through review of source documentation provided, that the patient's posterior leaflets was fused. About half of the anterior leaflet was pliable, the remainder was not. No findings on the ring documented. The device was explanted and the patient's mitral valve was replaced with an edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement. The annuloplasty ring will not be returned for evaluation.